Event description:
Healthcare profession reported implantation of seri with a concomitant breast implant during primary reconstruction surgery, side unknown. Post-implant, patient developed an infection. Treatment included antibiotics and full explant of the seri device and breast implant.

Manufacturer narrative:
Medwatch sent to FDA on 07/25/2014. Further information from the reporter regarding the event have been requested. No additional information is available at this time. The physician discarded the device when it was explanted. The event of infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.